Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that arm 1 was not turning on and error message 319 was received. The customer stated that they tried power cycling the system multiple times and the error message returned. This occurred while setting up for the case and the patient was not in room at the time of the issue. The tse advised a hard power cycle. Once this was completed, the customer could disable arm 1. The surgeon was not going to use system at this time as all 4 arms were needed and they were going to do the case laparoscopically. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform where check all boards was found to be failing on the axes controller spar (acs), replicating the reported event. Once testing was completed, the parallelogram and rolling loop fibers were aba tested and verified to be the source of the fault and the probable root cause.